Event description:
It was reported that left ventricular (lv) lead thresholds were "suboptimal." The lead is still in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-45 lead implanted on (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.